Manufacturer narrative:
Date of event: (B)(6) 2018; date of report: 21/aug/2018; date received by manufacturer: 04/aug/2018. The blower controller and blower motor were returned for evaluation. Visual inspection of the blower motor controller (bmc) revealed heat related damage. The parts were tested in a test unit. During testing a fault in the motor was detected. The complaint was caused by a failed hall effect sensor in the motor. The customer returned blower motor controller was tested and no faults were identified. The heat related damage was a cosmetic issue.

Manufacturer narrative:
This event is being reported as a blower failure (e/c 4010, 5001, 1012) that caused the device to go inoperable. The "oxygen not connected on startup" caused a misinterpretation of the o2 error which is not a reportable event. Parts have been returned for failure investigation.

Event description:
Customer reported o2 fault. No patient/user harm reported.